Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The removal of the mesh was done in university of (B)(6); however, the mesh was implanted in another hospital. (B)(4) by the urogynecology specialist nurse. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a procedure performed on an unknown date. According to the complainant, on (B)(6) 2018, the patient had laparoscopic and removal of the uphold mesh due to mesh exposure into the midline vagina extending to the right side of the vagina, vaginal pain, vaginal discharge, and vaginal bleeding. The patient was for follow-up locally. Reportedly, the mesh was not inserted in (B)(6) and the patient was only referred to this hospital. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.